Event description:
Company representative reported that needle of an insulin syringe was detached and stayed in pt's vein after injection. Detached needle was surgically removed.

Manufacturer narrative:
No product has been rec'd to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.